Manufacturer narrative:
G4:08feb2021, b4:10feb2021. Reached out to customer multiple times via email and by phone to clarify patient/user involvement with limited or no response. The front bezel was replaced to resolve the navigation ring issue. The ventilator passed all testing and operated within the manufacturing specifications. A similar investigation was performed, it was determined that navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not working properly and the unit is failing flow accuracy test. The customer requested part ID for the flow sensor assembly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.